Event description:
It was reported that during a total arthroplasty of the hip, the surgeon was using the device when it appeared to have cracked or broken and stopped working. Another instrument was then opened and after being torqued by the surgeon, it stopped working. The case was completed by electrocautery. No patient consequence was reported.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.